Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction alarm issue was verified. No usb cable or wall adapter were received for investigation therefore no evaluation could be performed for the charging allegation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter and tandem-provided usb cable. There was no reported adverse impact to the customer. A new wall adapter and usb cable were sent to the customer.